Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed thirteen applications were performed with reported balloon catheter 2af284 lot number 24979 without any issue on the date of the event. The clinical issues (pericardial effusion and hypotension) occurred during the procedure. In conclusion, there is no indication that the adverse event is related to the product performance of the mapping catheter. The reported mapping catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure decreased. A pericardial effusion was then confirmed via echocardiogram. Drainage was subsequently performed, and the patient's condition was monitored. The case was completed with cryo. No further patient complications have been reported as a result of this event.